Manufacturer narrative:
Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the field indicating that there was a bent noticed in the shaft during prep of the 3.0 x 13 cyper stent. There were no anomalies on the inner or outer packaging of the product and it was not clinically used. Upon initial eval. Of the returned product, it was noticed that the shaft is cracked at 46.5 from distal tip. The crack is to the point of separating